Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 230am. The cca was advised the patient does not take medication to manage his diabetes. That same morning, the patient took more food and/ or drank a beverage. On the morning of (B)(6) 2011, the patient claimed he felt symptoms of sweating, shakiness and blurred vision. No treatment was specified. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca educated the patient on the meter behavior and the automatic shutoff feature. The patient was advised the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.